Event description:
It was reported that the patient had a urinary retention as of (B)(6) 2015. The plan was to decrease clonidine at next pump fill. It was reported that it was related to intrathecal medication. The severity was reported as mild. The event was reported as on-going. The pump system was delivering fentanyl, bupivacaine, and clonidine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2015. At that time, the event was still considered ongoing. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.